Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced missing segments/partial display and button error. The customer's blood glucose value was unknown. The customer stated that there was a light screen and nothing there. The customer mentioned a battery icon with no cars and there is a black dot. The customer stated that a temporary basal was not programmed before the unexpected restart alarm. The product was returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the operating currents measurement, self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. No missing segments/partial display was noted. All buttons functioned properly. No damage in the keypad assembly noted. Inspected lcd connector and no unlocked connector was noted. The pump had a cracked case at the display window corners, a cracked belt clip slot near the battery tube, minor scratches and a cracked display window.